Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a broken occluder feet was observed beneath the twist clamp which would result in the reported separation. The reported condition was verified. The cause of the broken set could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body (blue body) and the white twist clamp of a minicap extended life pd transfer set; further described as a "the white part has been completely separated from the blue body of the extension cord". This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: hospital (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.